Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was not able to be fully seated in the device header. Testing through the analyzer yielded no results when tested tip to ring, however tip to coil measurements were normal. Visual inspection detected a possible structural abnormality between the ring and the rv coil electrodes. It was further reported that the lead did not come with the analyzer tool that normally comes attached to the lead. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant. The analyst commented that connector damage caused the proximal circuit to fail. Concomitant product: 694045 lead, implanted: (B)(6) 2000. (B)(4).